Manufacturer narrative:
Based on the supplier investigation the device history record review did not indicate any exception that could lead to the reported incident. No sample was available for investigation, only a photo was provided. The supplier checked the device master record and there have been no changes since product launch. All units go through 100% in-process system burn-in within 48 hours to screen out workmanship problems and premature defects and no abnormality was found in the record. From the investigation, the root cause could not be determined. There is no action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
A burnt odor was coming from surgical clipper charging base so the customer stopped using it. There was no injury.